Manufacturer narrative:
The technician adjusted the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brake caster was not holding correctly. No injury reported.